Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The motor was tested outside of the device and passed. Pump error 63 confirmed in device history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Device was connected to a test transmitter/sensor and monitored without any connection interruptions. Exposed to magnetic field or magnetic resonance imaging unknown.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had received hardware low level failures error during self test. The customer's blood glucose level was 6.5 mmol/l. The customer's mother reported that it was the second occurrence of the error. The device will be returned for analysis.